Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reporting that the external device is not detecting the stimulator. Pt had someone on the line helping them. Pt stated they are trying to connect the 'device on the back' and it gets stuck on connecting screen and refuses to connect. Pt stated charging the ins does not work either ever since being implanted. Pt handset was in spanish and said they see 'no connection found' or 'lost connection'. Agent was not able to determine what the pt was seeing. Agent had pt restart the handset and power on the recharger and had pt use the belt to charge. Agent could hear recharger beeping. Pt was not wearing clothes and stated they know where the implantable neurostimulator (ins) is. Pt stated the recharger just keeps beeping and they cannot charge the ins. Pt was redirected to healthcare provider (hcp) to further address the issue.